Event description:
The customer reported that the vertical column goes up, but does not always come down. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the power supply.